Event description:
It was reported that the device was used during an unknown procedure. The safety shield button on the device would not stay engaged. The case was completed using a same like device. There was no patient consequence.